Event description:
Grandfather reported that customer was hospitalized due to high blood glucose levels. Customer had sufferend a seizure prior to being hospitalized, but grandfather was unsure whether the seizure was related to the high blood glucose levels. Troubleshooting was done. Pump passed 3 unit prime test, but failed the high pressure test. Pump did not give the no delivery alarm.